Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the dual resolution dilutor reagent and reagent manifold. The cse ran substrate count per second check and measured the substrate volume for fifteen tubes. The cse found that the substrate volume on one of the tubes was low. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the substrate was not dispensing properly. The hsc specialist also indicated that the barcode was read but the tube was not seen by tube in place sensor, which could be indicative of an issue with the 5 volts. The cause of the discordant psa results on four patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely low prostate specific antigen (psa) results were obtained on three patient samples on an immulite 2000 instrument. Additionally, discordant, falsely elevated result was obtained on one patient sample. The discordant results were not reported to the physician(s). Sample ids (B)(6) were repeated on the same instrument, resulting different than the initial results. The samples were also repeated on an alternate immulite 2000 instrument, resulting different than initial results for sample ids (B)(6) and similar to the repeat results obtained on s/n: (B)(4). The customer did not provide the repeat results for sample ids (B)(6) obtained on an alternate immulite 2000 instrument. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant psa results.

Manufacturer narrative:
The initial MDR 2247117-2016-00031 was filed with FDA on may 31, 2016. Additional information (08/31/2016): the initial MDR states that the customer did not provide the repeat results for sample ids (B)(6) obtained on an alternate immulite 2000 instrument. Information about repeat results obtained on the alternate instrument for sample ids (B)(6) was received.

Event description:
The customer repeated sample ids (B)(6) on the alternate immulite 2000 instrument, resulting different than the initial results.

Manufacturer narrative:
The initial MDR 2247117-2016-00031 was filed on may 31, 2016. The first supplemental MDR 2247117-2016-00031_s1 was filed on september 26, 2016. Additional information (05/11/2016): while a siemens customer service engineer (cse) specialist was at the customer site, the cse performed the system and substrate decontamination and ran quality controls. Upon a follow-up visit, the cse replaced the bead sensor and performed calibration of the load cells. The cse ran watertest and quality controls, which were acceptable. The cause of the discordant psa results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.